Manufacturer narrative:
No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. Visual and functional testing were performed. Visual inspection showed the left plunger case was cracked. A review of the event history log (ehl) identified motor rate error. No error which related to motor knocking was found in ehl. During functional testing using the occlusion test and syringe delivery test the reported issue of motor rate error was unable to be verified. The knocking sound was found during the syringe delivery test. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced lead screw, right and left clutches,stepper motor and greased and cleaned for preventive. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited a motor not running error code and was making a knocking sound. No patient injury was reported.